Event description:
The customer reported that he received a prime rewind alarm on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer stated that insulin was squirting out during the manual priming process. He also stated that the insulin pump had not been exposed to water and was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap did not appear to be damaged. Nothing further was reported.

Manufacturer narrative:
Unit alarmed a33 during basic occlusion test due to protruded loose drive support disk. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.